Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. During a device change out procedure, the lv lead was tested on the pacing system analyzer (psa) and the out-of-range measurements were reproduced. The physician elected to leave the lv lead in service. The lead was connected to the new device and continued to pace intermittently. The procedure was completed, and the lv lead remains in service. No adverse patient effects were reported.